Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 199 mg/dl and 97 mg/dl. Customer allegedly received the following results, with two different roche meters, within 10 minutes: 199 mg/dl, 97 mg/dl (aviva system 1) and 95 mg/dl (aviva system 2) readings of 199 mg/dl and 97 mg/dl were taken only once - no duplication of readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer states that strip vial is empty. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system 1. Reference medwatch with patient identifier (B)(6) for the aviva system 2.